Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly the patient developed "significant pain and mental anguish. I take 4 different pain meds: oxycontin 40 mg 2xday, hydrocodone 4xday, lyrica 300mg."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient was pre-operatively diagnosed with lateral recess stenosis and lumbar disc syndrome on the right at l4-5 and l5-s1 and underwent lumbar decompression, l4-5 and l5-s1 surgery on the right-hand side. (B)(6) 2007: the patient was pre-operatively diagnosed with large central disc herniation l4-5 and underwent decompressive laminectomy and discectomy followed by posterior lumbar interbody fusion and pedicle screw fixation and lateral mass fusion in which rhbmp-2/acs was used. As per op-notes, ¿with the use of operative microscope initially on the left-hand side, a near complete hemilaminectomy at l4 and l5 with medial facetectomy allowed for lateral exposure of a large central disc herniation. The disc space at l4-5 was incised and copious amounts of subcapsular disc herniation removed, giving good decompression to the dural sac and the l5 and l4 roots. Interbody fusion was undertaken and a 22 x 10 mm interbody plugged filled with soaked collagen sponge was placed and appropriately seated within the interspace.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.